Event description:
Non-wt bearing male resident dependent on health-care staff for all personal cares & transfer - was being transferred from lying in bed to wheelchair using mechanical pt lift and 2 certified nursing asistants. Resident was securely positioned in device sling. Sting attached to device on "pig-tail" hooks on lift. Resident was raised up completely off bed head resting in sling hanging attached to lift. Cna's began to rotate resident into position to lower into chair-sling became detached from lift-resident fell to floor. Investigation of incident resulted in determination that possible cause was that sling hook-up to lift is not secure if there is any slack in sling straps-straps slip up and over the pig-tail hook. D9: using lift on trial called for MFR to pick up.